Event description:
It was reported to covidien that some segments in the display were missing. There was no pt harm reported.

Manufacturer narrative:
Covidien confirmed the missing segments in the display. The npb40 is no longer manufactured. The unit has been scrapped and replaced with the n65 pulse oximeter.